Manufacturer narrative:
The device was returned to olympus and the evaluation found failed water leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: failed water leak test due to crack in video connector. The most probable root cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited failed water leak test. There was no patient involvement.